Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was false empty detect and use error with initial drain alarm setting inappropriately programmed. Homechoice and homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intra-peritoneal volume (iipv) situation. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 23:57:35. During night drain cycle one, the patient's ultrafiltration reading was 1510ml, indicating the patient drained 1510ml more than their maximum programmed fill volume of 1800ml. No additional information is available.